Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states, "care must be taken by the surgeon when targeting, drilling and placing proximal locking screws through all tibial nails which include oblique locking options. Care should be taken as the drill bit is advanced to penetrate the far cortex," device requested, not yet received.

Event description:
During a scarf osteotomy, the driver twisted and bent while inserting the screw. Due to this, the surgeon had to remove the screw and re-drill the patient's bone with a second driver.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. (B)(4). Updated (UDI #): (B)(4). The driver was received for evaluation. It was found that the device had a twisted tip. No applicable dimensional analysis could be completed with the damage to the instrument. The device history record was reviewed and no deviations or anomalies were identified. This device is used for treatment. It has been determined that the root cause for this event is design related. Corrective and preventive actions have been initiated for the reported issue.